Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error also had frozen display. The customer¿s blood glucose level was 191 mg/dl at the time of the incident. Customer reported an alarm occurred during the time the buttons stopped responding. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.